Event description:
The consumer was being lifted using a rps350-1 lift when her husband allegedly heard loud pops and then noticed the stitching at the top right side of the sling came apart, causing the consumer to fall towards the floor. No serious injury is alleged.